Manufacturer narrative:
All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory peritoneal dialysis (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd.¿ coagulase-negative staphylococci (cons) have emerged as important nosocomial pathogens during the last decade, particularly in nosocomial bloodstream infections). (B)(6) in cons is very common among isolates recovered from hospitalized individuals. For this reason, vancomycin is usually the drug of choice for treatment of infections by (B)(6) cons (mrcons). The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the device is unknown.

Event description:
Information received on an unrelated customer experience indicated that the patient was treated for peritonitis. The cause of peritonitis is unknown. The medical records confirmed the peritoneal effluent cultures results as positive for (B)(6). It is unknown if the patient encountered any malfunctions with the device. Additional information was solicited.

Event description:
"."